Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an amphirion deep pta balloon during treatment of a plaque cto (chronic total occlusion-100%) in the pati ent's mid anterior tibial artery. Moderate vessel calcification is reported. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device and no excessive force was used. It is reported after the balloon entered the blood vessel, the contrast agent was found to be leaking from the end of the balloon, and the pressure of the pressure pump was slowly decreasing at the same time. The balloon was replaced and the procedure was completed successfully. No patient injury reported.

Manufacturer narrative:
Additional information: the leak was found when the surgical device had been moved into the patient to be inflated. It was unknown where the leak was located on balloon. The device was safely removed from patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the amphirion deep device was returned to medtronic investigation lab for evaluation. The device was returned coiled in its pouch inside a biohazard bag. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. An 0.014¿ guidewire from the lab was loaded through the tip and exited through the luer. The balloon was inflated but the balloon could not hold pressure. An inspection found that the balloon was leaking through a pinhole at the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.